Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Four (4) attempts have been made by two (2) phone calls and two (2) emails to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical engineer stated "I found baked on debris on et handpiece and cleaned the glass. Also, I advised the customer to clean the glass prior to each treatment. Furthermore, I cleaned power meter optics, the output of et and hs hp's were 15% high. I calibrated hp's and verified calibration was within lumenis specifications. Vacuumed system and added coolant. Replaced vacuum filter and test was normal. Verified specification system operation. Preventive maintenance was completed. The system was ready for use." A review of device labeling (um-1080310) states the following: warning: the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. The most probable cause of the reported event is operator error, a failure on the part of the device operator to follow instructions/warnings described in the device labeling. Should additional information become available, the complaint record will be updated accordingly and a follow up medwatch report will be submitted.

Event description:
A user facility reported that three (3) patients sustained burn of unknown severity following treatment with lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility. As a result, lumenis is treating the reported complaint as three different complaints per patient.